Event description:
It was reported to philips that the system's monitor stopped working, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.